Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection the sensor plug and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s caregiver reported customer received a higher reading on her/his adc freestyle libre sensor than a reading received on the built-in meter. It was further reported that on (B)(6) 2018 customer received a reading of 300 mg/dl on the sensor vs a reading of 54 mg/dl on the built-in. At the time when the readings were received, customer was experiencing ¿confusion, dizziness and feeling drunk¿ which was perceived to be suggestive of hypoglycemia. Caller administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the even . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a higher reading on her/his adc freestyle libre sensor than a reading received on the built-in meter. It was further reported that on (B)(6) 2018 customer received a reading of 300 mg/dl on the sensor vs a reading of 54 mg/dl on the built-in. At the time when the readings were received, customer was experiencing ¿confusion, dizziness and feeling drunk¿ which was perceived to be suggestive of hypoglycemia. Caller administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.